Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump "overdosed" the customer when pump software delivered a correction bolus. Customer's blood glucose was 140-150 mg/dl. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.